Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has been having some low blood glucose levels and issues with the sensor. Customer stated that she had a calibration error. Customer's blood glucose was 530 mg/dl at the time of the incident. Customer's current blood glucose was 141 mg/dl. Customer had symptoms such as blurry vision, feeling very thirsty, tired, and weak. Customer treated with a manual injection of insulin. Customer declined to check for air bubbles in the tubing/reservoir. Customer reported that she has had some low blood glucose levels, which caused her husband to call 911 and has caused her to gain weight. When customer had a low blood glucose level, she was wearing the pump at the time of the incident and treated with orange juice, sugar water, and bread. Customer stated that she feels she was not getting insulin, which caused her blood glucose to go high. Customer reported that her cannula tip was bent. Customer was advised that the pump will need to be replaced.